Event description:
I used kotex tampons (regular) and I just opened this box that was purchased at (B)(6) about a week ago. These tampons have unraveled while inside my body and I had to take it out piece by piece as they were falling apart and I am unsure if I got everything out or not. I have never experienced this before but it is very concerning because if those pieces were to stay inside my body I could get a lot of other serious health problems that could be fatal. I have not yet been tested or received medical attention. Do you have a picture of the product? Yes. Quantity: 1 tampon. Frequency: every 4 hours. How was it taken or used: vaginal. Dates of use: (B)(6) 2019. Reason for use: menstruation.